Event description:
The manufacturers rep reported that when the catheter was implanted, it began to coil and in trying to reposition it, the catheter sheared. When the hcp removed it, a section was left in the lumbar subarachnoid space. A second catheter was inserted, coiled and sheared, but was able to be removed in it's entirety. A third catheter was successfully implanted with good cerebrospinal fluid flow. The hcp reported the retained catheter segment does not produce any symptoms and the pt recovered without sequela.